Event description:
It was reported that approximately 91 months after a right total shoulder replacement procedure, the patient was revised to address rotator cuff tear, there was no reported breakage of the device. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6), 300-01-09 - equinoxe, humeral stem primary, press fit 9mm, (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 310-01-44 - equinoxe, humeral head short, 44mm (alpha), (B)(6), 314-13-13 - equinoxe cage glenoid medium, beta, (B)(6), 315-35-00 - glnd kwire,

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: b, c, d, e, g. B3 is unknown. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the shoulder surgical revision/revision from anatomic to reverse tsa reported is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.